Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. In addition of the above evaluation, the device's system board, blower assembly, blower chassis, blower bellow, machine flow sensor, muffler, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board replaced due to contamination (dirt, dust, talc. Etc.). The device's software upgraded to the current version. The device's blower motor calibrated. Unit passed final test.